Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was having their mdt implant replaced with a boston scientific (bs) implant but keeping the mdt leads. The caller said that the patient had been talking to the hcp about the change from mdt to bs for over 2 years. Caller said that patient wasn't getting enough settings off the mdt implant and bs implant had more settings available. Caller said patient had fallen a number of times this year and every settings available had been tried on the mdt implant over the last 10 yrs. Caller said patient had been okay with the settings but hcp was hoping that the bs implant would offer more settings that could help with the increasing symptoms patient was having. Caller said patient was having choking experiences where the esophageal passage was constricting and less ability with their speech patterns (caller said that's why they were calling and not patient). Patient had device for dystonia so pt had extremely high settings so pt can't go more than half a day without charging the implant battery. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.